Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned for investigation. However, a pictures was provided where it is possible to see the fractured pin, with one segment of the fracture still assembled in the proximal part. A review of the device manufacturing records confirmed no abnormalities or deviations. Based on the available information, it was determined that zimmer biomet products (distal and proximal part of the revitan stem) were used together with products from another unknown manufacturer (head, liner and shell). According to instruction for use of the revitan stem valid at the time of manufacture ¿zimmer has not tested the safety or effectiveness of these devices for use in combination with non-zimmer products or components. If surgeons elect to assemble and implant a construct that includes components not manufactured or distributed by zimmer, they do so in reliance on their own clinical judgment and should so inform their patients¿; therefore, it is suggested that ¿only authorized combinations should be used¿. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The patient initially underwent a right hip orif (open reduction and internal fixation) on an unknown date using an unspecified implant. First revision surgery was performed due to a femoral neck fracture and secondary osteoarthritis. A competitor acetabular head, shell, and liner were implanted, along with a revitan femoral stem. A second revision took place due to loosening of the competitor acetabular cup. During this procedure, the femoral head and acetabular cup were revised using competitor components. The revitan stem was retained, with no reported issues or complaints related to it at the time. The third revision occurred prompted by a fracture of the femoral implant. The revitan stem was revised, along with replacement of the competitor head and liner. Competitor cables were utilized to stabilize the osteotomy. A radiograph was provided and reviewed by a radiologist. The radiograph shows an ap view of the right hip with a total hip arthroplasty. A vertical orientation of the cup (63° circa) is noted which indicates possible malpositioning, together with significant radiolucency along the proximal component consistent with loosening. The slight angulation at the proximal femoral component is consistent with implant fracture. Bone quality is osteopenic. Based on the provided picture, a fracture of the connection pin of the revitan stem can be confirmed. Review of the provided radiographs suggests possible malpositioning of the acetabular cup, along with radiolucency around the proximal femoral component, possibly indicating implant loosening. However, in the absence of prior imaging for comparison, it is not possible to determine whether these findings were present at the time of implantation or developed progressively in vivo. It was determined that zimmer biomet products were used together with products from another manufacturer. Zimmer biomet has not confirmed the compatibility for this combination of devices. It is unknown if this off-label use caused or contributed to the reported event. If and to what extent the above-mentioned factors may have led or contributed to the reported event remains unknown. Therefore, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately 15 years post implantation due to implant fracture of femoral component. The revitan stem was exchanged along with competitor head and liner. Competitor cables used for osteotomy. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # 0100402085, revitan prox. Cylindrical 85, lot # 2335970, item # unknown, unknown head, lot # unknown, item # unknown, unknown liner, lot # unknown, item # unknown, unknown cup, lot # unknown, item # 3704-0-510, howmedica cables x 2, lot # 19465602. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.